Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the infusion tubing had detached from the luer lock connection of the infusion set. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.